Event description:
It was reported that the bd micro-fine¿ pro pen needle clogged. The following information was provided by the initial reporter, translated from japanese to english: the user reported about needle clog.

Manufacturer narrative:
H6: investigation summary: nine open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on four samples and a broken non patient end of cannula was observed on one sample. A clog test as per q-sop-183-dl was carried out on the remaining four samples and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle clogged. The following information was provided by the initial reporter, translated from japanese to english: the user reported about needle clog.